Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that missing single component, paste-like, thixotropic adhesive on forceps cover and peeling of the sealant on transducer were found. There was no patient involvement.